Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/05/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2014 with the following findings: during investigation, a review of the black box showed one pump reboot on 05/03/2014. The pump powered on using the returned battery cap with a blank display. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery cap height and width measurements were found to be within specifications. Unrelated to the complanit, evaluation revealed a crack in the battery compartment. The pump case was opened and no evidence of moisture or loose components inside pump. The intermittent power issue was observed in the pump¿s black box but was not duplicated during investigation. The pump was unable to be adequately investigated due to the unrelated display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.